Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address an implant fracture. Update- product was received, visible poly wear was noted.

Manufacturer narrative:
The complaint description states that the patient was revised to address an implant fracture. The device associated to the complaint were returned for analysis. The visual analysis carried out on the returned product show a worn pe insert. The visual analysis carried out on the returned glenosphere shows a deterioration of the thread of the fixing screw of the glenosphere and a break of the terminal part - screw w99990. This deterioration indicate a incomplete assembly (assembly nit in the axis and scuffing). The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty. The incident could have occurred during use, from an incomplete assembly (assembly not in the axis and scuffing). (No product problem identified). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.